Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the physical resistance/difficulty crossing a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that the tortuous and calcified lesion contributed to the reported physical resistance. Difficulty to deploy can be a result of, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, or inflation technique when using the device. Reportedly, a dissection was noted. It should be noted that the xience v instructions for use (IFU) lists dissection as known adverse event associated with coronary stenting procedures and states, implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring add'l intervention (CABG, further dilatation, placement of add'l stents, or other)." Reportedly, resistance was noted during removal of sds. It should be noted that xience v IFU states, "should any resistance be felt the coronary stent system, the entire system should be removed as a single unit." A review of the finished product lot history record did not reveal any nonconforming material records for this lot that could have contributed to this complaint. Without return of the device, a definitive cause for the reported difficulty to inflate cannot be determined. The reported physical resistance and dissection appear to be related to the operational context of the procedure. All stent delivery systems are 100% inspected for damage on the manufacturing line. Additionally, a sampling of units is inspected for proper stent deployment and uniformity of expansion.

Event description:
Device malfunction: none. Adverse event: dissection. Time of adverse event: during the procedure. It was reported that during a stenting procedure within a tortuous and calcified right coronary artery (rca), the physician encountered resistance advancing the xience v stent through the vessel (rca) initially and then through the lesion as well due to which there was difficulty in deploying this stent. Post deployment of the stent, a dissection was observed distally (2mm) to the stent. A second xience v stent was implanted as treatment. There were no reported pt sequelae. No add'l info was provided.